Event description:
The patient reported experiencing e4 (occlusion) error on the infusion device. He changed the infusion site, infusion tubing, and insulin cartridge but the errors recurred. He stated that the errors occur within a few minutes after changing the infusion set. He can sometimes use the infusion set for up to 1 day before the errors occur. He also reported experiencing low blood glucose of 3 mmol/l (54 mg/dl) 4 times per week. Also, the infusion device shuts off without alarm or error message. He stated that because of this, he woke up with elevated blood glucose of 20 mmol/l (360 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.